Event description:
It was reported that a balance guide wire was used to protect the circumflex during a 6 hour long procedure. Another co's guide wire was used in the lesion. Upon completion of the procedure, the balance was withdrawn from the artery without resistance, & the distal portion of the wire remained in the circumflex. No retrieval attempt was made. The following day the circumflex was completely occluded. Reportedly the pt was in stable condition.